Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. (B)(4) evaluated the device and it was observed that the reported condition was confirmed. However, the assignable root cause was undetermined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the attachment device gear was blocked, seized and rough running. It was further determined that the attachment was blocked, and the gearbox was dirty, very bloody and totally damaged. It was noted on the service order that the device no longer runs. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.